Event description:
Medtronic case no. (B)(4); received 2/25/2025; categorized as c500 non-complaint and closed. Patient had battery explanted due to normal battery depletion. Replaced with new battery. No further action to be taken.